Event description:
Reference number (B)(4). Event occurred in the united states, it was reported that the patient experienced an issue with the infusion set and stated that insulin was not coming out during the tubing process. The event occurred on 11 sep 2024, during priming, and the insulin flow blocked alarm was triggered. The patient was able to push insulin through the tubing with a plunger, but when attempting to reinsert the reservoir and run fill tubing, insulin did not exit the tubing. The patient declined further troubleshooting and opted to change the infusion set and reservoir after allowing the insulin to warm up for 30 minutes, as it had been taken from the refrigerator. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states. H11 : since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the on market quality review (omqr) procedure.